Event description:
Home health nurse reports that the curlin pump battery is dead, error 20. No adverse event was reported, no missed dose. Infusion completed via gravity. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number: (B)(6). No additional information was reported. Diagnosis for use: other specified myoneural disorders.